Event description:
Nurse was putting tubing into alaris pump. The nurse noticed a leak through the portion of tubing that is inserted into the alaris pump. The nurse removed the tubing with the leak. The nurse obtained new tubing. Medication administered. No untoward patient effects.